Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image, could not be identified. The device could not be checked since it was not returned to shirakawa factory. Investigation was conducted based on the complaint information. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of checking the instruction manual and labeling of the product, there was no abnormality that would lead to phenomena.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.